Manufacturer narrative:
(B)(4). No material # nor batch # was provided by the customer. Customer did not return samples. The complaint is closed as not justified: no error reported with the product, incident due to patient. We forwarded the complaint to our supplier for their information. Please review our instructions for user. The complaint was filed for documentation purposes due to the needlestick.

Event description:
Customer states needlestick occurred. The employee was drawing a child with a very surface vein. Upon taking the tourniquet off the parent relaxed their grip on the child, the child started waving his/her arms. The needle came out of the vein and stuck the employee in the hand. Item was a vacuette sbc.